Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 26 months after the implantation, during a follow-up interrogation the patient felt faint. The device stored an episode indicating an intermittent loss of capture. The impedance of the right ventricular lead increased up to 1700 ohms at the same time. An event date was not reported.